Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was on the 3rd or 4th battery implanted because their body did something to the battery. No symptoms were reported. No further complications were reported/anticipated.